Event description:
It was reported the patient experienced ventricular fibrillation that was not treated by hv therapy due to undersensing. The patient was revived with CPR and fully recovered at the hospital. The device was reprogrammed.